Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2026, it was reported that the patient experienced inaccurate cgm values. The reporter (a nurse) called to report that the patient was hospitalized with hyperglycemia. The patient was received consistent low cgm readings (50's mg/dl) and there were no fingerstick performed. Based on the cgm readings the patient drank root beer and took oral glucose tablets and the cgm increased to 80 mg/dl but it went back down to 60 mg/dl. At that point the patient started to feel chest pain. Concerned about the low readings, he called an ambulance. When the ambulance arrived, his cgm was still showing low reading (unspecified) but they couldn´t measure the bg. They transported him to the emergency room (ER) and provided oral nitroglycerine for the chest pain. When he arrived at the ER, his cgm was showing 52 mg/dl while his bg was measured 908 mg/dl. He was formally admitted and was treated with IV insulin. He was discharged after 5 days when he was already stable. His bg upon discharged was 120 mg/dl the patient was reported feeling fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ER, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.